Event description:
Customer reported that during testing system prior to case, the system malfunctioned. Image appeared clear around the edges but gray and grainy in the center. Used another c-arm to complete case without any pt injury.